Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the sales rep opened the implant box, the implant had punctured the sterile box. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.